Event description:
The customer reported that when using an evis lucera elite gastrointestinal videoscope, there was insufficient air/water supply at the tip. The diagnostic procedure was completed. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the nozzle had foreign objects. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (insufficient air/water supply at the tip) was confirmed due to clogging of the nozzle, the air/water supply volume and water removal ability did not meet the standard value. In addition to the foreign objects in the nozzle, additional evaluation findings were as follows: the bending angle in the up direction and the play of the up/down knob did not meet the standard value, the adhesive on the bending section cover had a chip, crack and white-clouded area, the adhesive around the objective lens was peeled and had a white-clouded area, and the adhesive around the light guide lens had a white-clouded area. The following components had scratches: the bending section cover, switch 1, the objective lens, the plastic distal end cover, and the connecting tube. Additional information obtained: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter could not be identified. A definitive root cause could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: operation manual gif/cf/pcf-290 series operation chapter 3 preparation and inspection describes the detection method. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes describes preventive measures. Olympus will continue to monitor field performance for this device.